Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study, via a manufacturing representative, reported a return of urgency and incontinence on (B)(6) 2016. No diagnostics/troubleshooting performed. The cause remained unknown and the issue had not resolved at the time of the report. The non-serious event, which was believed to be related to the stimulation, was ongoing. Medical history included idiopathic functional urinary incontinence since 2005.

Event description:
Additional information received reported the event resolved on (B)(6) 2016 following a second device re-programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.